Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat # 5510f601; lot # ef7jb triathlon prim tib baseplate - cemented; cat # 5520-b-600; lot # ehhjc. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient showed signs of an infected left total joint that was implanted 10 years ago.